Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 05/06/2026. Data was provided for investigation. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2026, the estimated glucose values rose above the high alert threshold (160 mg/dl) at 01:46 am and rose to high (over 400 mg/dl). From 01:46 am to 07:16 am, the app delivered high alerts at 0% volume until estimated glucose values (egvs) returned within range at 07:21 am. The probable cause was the vibrate only quiet mode enabled indefinitely. Data investigation confirmed an alert issue as no audio output. The probable cause was the vibrate only quiet mode enabled indefinitely. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 at approximately 11:00pm, the patient woke up feeling sweating, shaky, dizzy, nauseated, extremely thirsty, blurred eyesight and was vomiting. He tried consuming water as the cgm was displaying 400 mg/dl. It was reported that there was no alarm when the patient checked his cgm (high threshold setting is at 160 mg/dl). His parents brought him to the hospital where the bg meter was reading "high" and the patient was in diabetic ketoacidosis (dka). The patient was treated with insulin drip and was in the hospital for observation for 12 hours. At the time of the report, the patient was feeling fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.